Event description:
It was reported to philips that the device was not recognizing the etco2. The customer tried replacing the filter line but the problem remains and the unit displays an "etc02 unplugged" error message on the main screen. There was no patient involvement.